Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/24/2013. Electrode belt: 10/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. The patient's girlfriend reported that the system started alarming while they were sleeping and that she called 911. She reported that paramedics arrived and she was not in the room, but heard that they stated gel had been released and a potential treatment delivered. The patient was transported to a hospital via ambulance. Review of the event reveals that the patient received four defibrillation treatments between 06:18:57 and 06:39:43 am on (B)(6) 2016, prior to passing. The first treatment was delivered while the patient was in vt. The post-shock rhythm was asystole. Post-shock asystole is a known complication of defibrillation therapy. A second treatment was delivered at 06:20:34 while the patient was in bradycardia at 25 bpm. The post-shock rhythm was an accelerated idioventricular rhythm transitioning to sinus tachycardia at 120 bpm. Oversensing contributed to the false detection. At 06:36:14 the device delivered a third treatment while the patient was in vf. The rhythm was successfully converted to a sinus rhythm. The final treatment was delivered at 06:39:43 while the patient was in vt at 270 bpm. The rhythm was converted to sinus tachycardia at 115 bpm before the electrode belt was disconnected at 06:40:57. The patient subsequently passed away.